Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Serial: the device serial number was not reported. UDI: (B)(4).

Event description:
It was reported that during an open reduction and internal fixation surgical procedure of the ankle, it was discovered that when the drill device was activated, the quick coupling device would not spin and became hot to touch. It was reported that there was a five-minute delay to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.